Event description:
It was reported that approximately 5 yrs ago, the patient had a previous 2 level fusion at c4-6 using hip bone. It was reported that the patient called in an stated ¿(pt.) Is in severe pain and has been told (pt.) Is not properly fusing. Pt. States the surgery ¿just didn¿t work¿¿ no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.